Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014; inratio: 2.2, 3.0, 1.8; lab: 3.9. Inratio tests compared to lab draw within 20 minutes. Patient self tester performed multiple fingersticks on the same finger. Therapeutic range: 2.5-under 3. Patient self tester did not take her dosage of coumadin on (B)(6) 2014 and then took 2mg the next day - based on the lab results.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause could not be determined from the information provided by the customer. Since a lot number was not provided, manufacturing record review was not performed. Further investigation will not be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.